Manufacturer narrative:
(B)(4).

Event description:
No new information was provided by the patient. Supplemental to add patient's weight.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. A data investigation will not be performed as signal loss up to one hour is within specification. In addition, the patient was using an off-label os on their smart device. No additional event information is available.